Manufacturer narrative:
(B)(4) (death). Predisposed event (lung disease). (No device received for evaluation). Conclusions: (lung disease).

Event description:
The physician intended to treat a lesion in the proximal left anterior descending. The physician successfully delivered a 3.0 x 12mm endeavor sprint stent. It is reported that the patient expired 15 months post index procedure. Investigator reported a death associated with pulmonary alveolar hemorrhage. Investigator stated there was no causal relationship with the device, drug or procedure. No autopsy was available.